Event description:
A veterinary case: it was reported that a locking screw backed out of a 5.5 broad locking compression plate (lcp) plate on a horse pastern arthrodesis about a month ago. Horse is doing well. Surgical delay and surgery outcome is unknown at this time. Plate is currently still implanted and not available for return, but screw will be sent back. This report is for an unknown 5.5 broad locking compression plate (lcp) plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. This report is for an unknown 5.5 broad locking compression plate (lcp) plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.